Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were emergency backup battery (ebb) faults. The ebb was reseated but the alarms persisted. The system controller was switched to the backup system controller which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The reported event of the inability to place the system controller into sleep mode was not confirmed. A log file was downloaded from the returned system controller and data from the reported event date of 08aug2024 was reviewed. The log file captured intermittent backup battery fault alarms from 08:11:17 to 12:52:37 due to the backup battery not passing the load test. The backup battery did not pass the initial load test due to unloaded voltage measuring under the acceptable voltage of 10.2 v. When the backup battery initially did not pass the load test, the unloaded voltage measured to be 2.41 v. The driveline was disconnected at 12:47:27 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in a mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. During testing, the system controller was successfully placed into sleep mode multiple times without any issues. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27mar2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explains how to use the battery button on the system controller to put a running system controller into sleep mode. The documents explain that when a system controller is no longer in use, it can be put to sleep by disconnecting the driveline and power source and pressing and holding the battery button for 5 seconds and then releasing it. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.